Event description:
The customer reported the cc4204a collamer single piece lens was torn during loading but the damage was not discovered until the lens advanced into the eye. The lens was removed without widening the incision and another same model/diopter lens was implanted without any injury to the patient. The reporter stated the event was due a loading error.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No known consequences or impact to the patient. Torn material. (B)(4).

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed the lens was cut in half and a piece of a haptic plate was torn off and missing. (B)(4).